Manufacturer narrative:
Insulin pump monitored for several days. Pump received with normal operating current. Insulin pump passed displacement test and self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. Insulin pump received with stripped battery cap coin slot(p), corroded battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump batteries were not lasting as expected and the battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.